Event description:
Pt with diagnosis of sigmoid colon cancer admit for resection. Needle biopsy of liver revealed metastasis. Procedure completed & pt moved form table to bed. Anesthesia machine disconnected. Anesthesiologist attempted to hand ventilate w/ambu bag, expiratory valve appeared stuck closed. Bag changed but pt became cyanotic and bradycardiac. Further resuscitation was unsuccessful and pt expired at 1445. Ambu bag and valve sent to outside co for objective analysis. No report as yet.